Manufacturer narrative:
Updated sections, g3, g6, h6 investigation conclusions.through further investigation, it was determined that a definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Manufacturer narrative:
H11 corrected data: based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Leaflet immobility or leaflet restriction occurring over time, and not due to extrinsic physical interference, is a form of structural valve deterioration, which can result in significant regurgitation and/or stenosis. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly.

Event description:
It was reported that this patient with a 7300tfx 33mm mitral valve, implanted in the tricuspid position for 3 years and 1 month underwent a valve-in-valve procedure due to restricted leaflets causing regurgitation. The patient presented with shortness of breath. The procedure was performed successfully with a 29mm 9600tfx transcatheter valve. The patient outcome at the end of the procedure as stable.

Manufacturer narrative:
Updated sections: a2, b3, b5, g3, g6, h6 health effect - impact code, and device code(s).

Event description:
It was reported that this patient with a 7300tfx 33mm mitral valve, implanted in the tricuspid position for 3 years and 1 month underwent a valve-in-valve procedure due to restricted leaflets causing regurgitation. The procedure was performed successfully with a 29mm 9600tfx transcatheter valve.

Manufacturer narrative:
H10: additional manufacturer narrative: regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Event description:
It was reported that this patient with a 7300tfx 33mm valve, implanted for approximately one (1) year and three (3) months was diagnosed with moderate to severe tricuspid regurgitation with associated right ventricular dilation. The patient is currently being evaluated for valve replacement.

Manufacturer narrative:
Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. The subject device is not available to be returned as it remains implanted within the patient. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.